Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks for an episode of supraventricular tachycardia (svt). It was noted that reprogramming was performed to resolve. No adverse patient effects were reported. Currently, this ICD remains in service.